Event description:
Device malfunction: stent not fully apposed to the vessel. Time of malfunction: during the procedure. Symptoms/ae: none. It was reported that during an interventional biliary stenting procedure, the absolute stent was deployed at the intended site, however, the mid section of the stent was narrow and did not fully expand or appose the vessel wall. Reportedly, the vessel was described as not tortuous and no calcification with a concentric lesion. An agiltrac dilatation catheter was used to post-dilate the stent; however, the stent mid section did not expand any further. There was no reported adverse pt effect. Though requested, no additional info was available.

Manufacturer narrative:
The stent remains implanted in the pt. The stent delivery system was discarded. The lot number was provided. A review of the device history record for this lot did not produce any findings relevant to this report. An image from the procedure was provided by the facility. The image shows a stent expanded at both the distal and proximal ends, but the mid section appeared restricted. We were unable to determine a conclusive root cause; however, it is possibly related to pt anatomy. A review of the device history record for this lot did not produce any findings relevant to this investigation.